Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2023, it was reported that the infusion set's tubing got detached at the tubing connector. The site location was patient's stomach (left side of abdomen), and the pump was in the right pocket. The infusion had been used for two days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.